Event description:
It was reported by the rep that the 35lda and the 35lrt were used during an unknown procedure. It was reported that when the surgeon went to insert a 5mm resposable trocar into a pt's umbilicus. He was having difficulty getting the trocar to fully activate and to fully insert into the pt. He finally inserted the trocar but upon inspection, he realized that he had slit a long cut in the peritoneum and discovered bleeding. He was forced to convert to an open case. Pt has done well with no other complications.